Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, at a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. There was tip damage. The wire lumen inside the balloon was flattened. Functional testing using an inflation device to inflate the balloon to the rated burst pressure for 5 minutes did not reveal burst. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, wire lumen flattened, and tip damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, at a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported.